Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents. No damage was found on the lcd isolation tape noted. All of the buttons are functioning properly. However, moisture damage was found on the keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.